Event description:
A customer reported a system error 2240 (air in line) alarm and a cascading system error 2367 alarm. This occurred while using the homechoice. The patient disconnected to use the restroom, did not press stop, and capped the transfer set but not the patient line. The patient reconnected to the patient line and the homechoice alarmed with a system error 2240. Therapy was restarted with new supplies. There was no serious injury or medical intervention associated with this report.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of the alarm was a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.